Event description:
A product liability claim was raised. It was reported that the pt was implanted an allofit-s alloclassic schale 52/ii on (B)(6) 2006. The following was also reported "the pt had suffered a number of medical conditions as a result of the possible failure."

Manufacturer narrative:
The MFR did not receive device, x-rays, or other course documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).